Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a spine procedure, the system displayed a low performance message for a brief period of time. The scan was taken and uploaded from the imaging system. The clinical consultant (cc) noted that system did not experience any slowness/unresponsiveness when this occurred. During troubleshooting, technical services advised that the cc uninstall/reinstall application. This issue caused no surgical delay. There was no reported impact on patient outcome. The issue was observed after the images transferred from the imaging system to the navigation system. The low performance warning only flashed on the screen. It did not reappear afterwards. When asked was navigation view blank when the message displayed, the cc reported no it was not blank, navigation view did not disappear either. The instrument or hardware was in use at the time was believed to be the passive plantar probe that was used.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, version: 2.1.0, h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that there was no fault found. A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that in the provided logs that were reviewed, it was observed a single session on the date of issue reported. Which captured multiple instances of 'posted low performance warning to user' and 'cleared user-facing low performance warning' messages in qmlguiservice to the user during the navigation task. This behavior occurred while the user was performing a spinalfusion procedure. The issue aligned with a known software problem. Codes b01, c19, c10, d02, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.